Event description:
Scrub tech attempted to deploy clip. Clip deployed and then came off tissue. Clip did not hold to tissue like it should. This happened twice with 2 different clips by the same manufacturer. Procedural notes reviewed. No mention of event in procedural note. Colonoscopy w/ multiple polypectomies successfully completed.